Event description:
A 5f pigtail catheter was placed into the aorta. Upon injection, the catheter split just below the support sleeve. No pt or clinician harm or injury occurred as a result of this event.

Manufacturer narrative:
The actual device in question was returned to merit medical systems for evaluation. The lot number reported was g378914. Visual examination of the returned product confirmed that there was a split at the distal end of the strain relief sleeve, external to the pt's body. There was also a kink 73cm from the distal end of the strain relief sleeve that would have been inside the pt's body. Leak testing was performed on 5 units from the given lot number. Each sample was tested three times and all 5 units met the acceptance criteria. None of the catheters ruptured. The mfg and processing records were reviewed for abnormalities and no unusual circumstances were noted. Further investigation of the complaint log confirmed that no other complaints have been filed for this lot number. Based upon this investigation, merit is unable to determine the root cause of the failure. It is possible that the kink in the catheter could have restricted the flow thus causing a build up of pressure in the inner lumen causing a premature rupture. Merit will continue to monitor events of this type to ensure that no increasing trends occur.